Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and sepsis. Reportedly, the patient had sepsis that had an impact with the pocket. The crt-p was used as a temporary pacing bridge until a new system was re-implanted on the right side and was attached to the new brady lead. No additional adverse patient effects were reported. This crt-p was explanted.

Manufacturer narrative:
This supplemental report was created to update the b5: description of event; and h6: impact code.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and sepsis. Reportedly, the patient had sepsis that had an impact with the pocket. The crt-p was used as a temporary pacing bridge until a new system was re-implanted on the right side and was attached to the new brady lead. No additional adverse patient effects were reported. This crt-p was explanted. Additional information indicated that the crt-p was used as a temporary pacing bridge and was attached to the new brady lead. The patient received an antibiotic therapy and had a temporary wire attached to the external crt-p. No additional adverse patient effects were reported. This crt-p was explanted.